Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, requested assistance to create selective access for the user, allowing access only to the surgilube cubie, while restricting access to all other medications. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of in this incident, it was determined that the patient medication not showing on station. A technical support specialist (tss) add a user role with access to only one medication. Provided training to the user on how to create the role and ensured that all related settings were configured correctly to support the access. The system functioned as intended after technical support specialist troubleshot the device.